Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported observing a white spot, prompting the surgeon to stopped the laser procedure at seventy one percent, patient right eye was involved, during lasik surgery. The case was completed on next day with a deeper flap thickness, there are multiple related reports for this facility. This report addresses patient initial's pa, right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Additionally, the system was verified by a field service engineer based on the report of this cluster under, which showed that device is working according to specification. No technical issues could be identified. The review of logfile for the day of treatment shows all system functions were within specifications. The initialization checks were performed successfully without issues. The treatment of the patient's right eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment on the next day with a new patient interface and finished the treatment without any problems. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review additional information was requested about the two provided optical coherence topography images, but no feedback was provided. Therefore, the images could not be interpreted as it was unclear, what they related to specifically. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).